Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2014 with the following findings: a review of the black box revealed one power on reset (por) event associated with a battery change on (B)(6) 2014. There was no damage found to the returned battery cap or battery compartment. The battery cap contact measurements were found to be within specification. During evaluation, the battery cap was fastened and then unscrewed ½ turn leading to a power loss. The reported ¿no power¿ complaint was duplicated during testing. Moisture and corrosion was observed on the battery cap spring. The pump passed a leak test. A test battery cap and test cartridge cap were used to complete the investigation; there were no further power interruptions or any errors, alarms or warnings that occurred. The pump¿s cover was removed; there was no further moisture, corrosion or intermittent conditions found to the power printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The pump reportedly turned off during a bolus. The pump reportedly did not alarm even though, the battery, the cartridge and the infusion set was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.